Event description:
Halfway through the surgical procedure some of the insulation of the permanent cautery hook instrument broke off and fell inside the patient's pelvic cavity. The broken pieces were retrieved and the planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.